Manufacturer narrative:
The estimate was rejected and the device returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be broken.